Manufacturer narrative:
There was a reported incident where the catheter became disconnected from the hub. The patient was sent to the ER to have the broken catheter surgically removed.

Event description:
There was a reported incident where the catheter became disconnected from the hub. The patient was sent to the ER to have the broken catheter surgically removed.